Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient received inappropriate shock therapy for a rhythm that was initially detected in a monitor only zone.

Manufacturer narrative:
The boston scientific technical services department discussed reprogramming options. No adverse patient effects were reported as a result of this observation, and current records suggest that this device remains in service. This event will be updated if any additional information becomes available.

Event description:
--

Manufacturer narrative:
Subsequently, this device was explanted, after the patient was upgraded to a dual chamber ICD. This explanted device was returned to our post market quality assurance laboratory for analysis. A visual inspection of the device found no anomalies. The device was then subjected to a series of diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.